Manufacturer narrative:
Device evaluated by MFR. : the synergy xd mr ous 2.50 x 24mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of distal stent damage. The undamaged crimped stent od (outer diameter) was measured by snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31-may-2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 24mm synergy xd drug eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to severe calcification. The procedure was completed with a different device and no patient complications were reported. The patient status was good. However, returned device analysis revealed stent damage.